Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device will not be returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a balance middleweight universal guide wire was received at a hospital in (B)(6) where the packaging and labeling did not appear to be the same as other balance middleweight universal guide wires they had in stock. The device was not used. Based on a visual analysis of photographs of the suspect product, it was determined that the device packaging and labeling was not authentic and not a product distributed by the authorized distributor of abbott. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: lot number changed from 7051671 to unk. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported non-authentic abbott product. A review of the lot history record and complaint history of the reported lot could not be conducted due to the provided lot number which was nonexistent through abbott's lot history review system. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Unique device identifier (UDI): (B)(4). A partial UDI is being reported because the lot number does not exist in abbott's electronic lot history records.